Event description:
It was reported that the left monitor on the 9800 system will not display during a case. The procedure was completed without incident. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The ccd camera was replaced and wiring was repaired during the service call. The system was tested and found to be working as intended and put back into service.